Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left side essure was embedded') and pelvic pain ('pelvic pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower ("pain in the hypogastric region / pain in both iliac fossa"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headache"), fatigue ("chronic tiredness"), menorrhagia ("abundant menstrual bleding") and mood altered ("mood affected"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and hypoaesthesia ("legs are numb"). The patient was treated with analgesics, ibuprofen and surgery (essure removal, lost the fallopian tubes as well as the uterus and essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, abdominal pain, headache, fatigue, menorrhagia, mood altered, abdominal pain lower, dyspareunia and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, embedded device, fatigue, headache, hypoaesthesia, menorrhagia, mood altered and pelvic pain to be related to essure. The reporter commented: the insertion of the device took place without any apparent immediate complications; with one essure device in each fallopian tube. The pain in the hypogastric region radiated to her lumbar region and legs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left side essure was embedded') and pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and smoker (smokes 5 cigarettes a day.). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower ("pain in the hypogastric region / pain in both iliac fossa"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal pain ("abdominal pain"), headache ("headache"), fatigue ("chronic tiredness"), menorrhagia ("abundant menstrual bleding") and mood altered ("mood affected"). On (B)(6) 2018, the patient experienced malaise ("generalised malaise"). On (B)(6) 2018, the patient experienced post procedural discomfort ("discomfort after the insertion of the essure device"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), hypoaesthesia ("legs are numb"), the second episode of abdominal pain ("abdomen pain"), back pain ("low back pain") and pain in extremity ("arm, left hand pain"). The patient was treated with analgesics, ibuprofen and surgery (essure removal, lost the fallopian tubes as well as the uterus and essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, headache, fatigue, menorrhagia, mood altered, abdominal pain lower, dyspareunia, hypoaesthesia, malaise, post procedural discomfort, the last episode of abdominal pain, back pain and pain in extremity outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, embedded device, fatigue, headache, hypoaesthesia, malaise, menorrhagia, mood altered, pain in extremity, pelvic pain, post procedural discomfort, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: the insertion of the device took place without any apparent immediate complications; with one essure device in each fallopian tube. The pain in the hypogastric region radiated to her lumbar region and legs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: new events: malaise, post procedural discomfort, abdominal pain, back pain and pain in extremity added. Patient date of birth, height and weight added. Patient medical history ¿smoker¿ added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left side essure was embedded') and pelvic pain ('pelvic pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower ("pain in the hypogastric region / pain in both iliac fossa"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headache"), fatigue ("chronic tiredness"), menorrhagia ("abundant menstrual bleeding") and affective disorder ("mood affected"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and hypoaesthesia ("legs are numb"). The patient was treated with analgesics, ibuprofen and surgery (essure removal, lost the fallopian tubes as well as the uterus and essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, abdominal pain, headache, fatigue, menorrhagia, affective disorder, abdominal pain lower, dyspareunia and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, affective disorder, dyspareunia, embedded device, fatigue, headache, hypoaesthesia, menorrhagia and pelvic pain to be related to essure. The reporter commented: the insertion of the device took place without any apparent immediate complications; with one essure device in each fallopian tube. The pain in the hypogastric region radiated to her lumbar region and legs. Most recent follow-up information incorporated above includes: on 7-jan-2020: treatment drugs and events added, including pain in the hypogastric region / pain in both iliac fossa and dyspareunia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left side essure was embedded') and pelvic pain ('pelvic pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower ("pain in the hypogastric region / pain in both iliac fossa"). In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headache"), fatigue ("chronic tiredness"), menorrhagia ("abundant menstrual bleding") and mood altered ("mood affected"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and hypoaesthesia ("legs are numb"). The patient was treated with analgesics, ibuprofen and surgery (essure removal, lost the fallopian tubes as well as the uterus and essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, abdominal pain, headache, fatigue, menorrhagia, mood altered, abdominal pain lower, dyspareunia and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, embedded device, fatigue, headache, hypoaesthesia, menorrhagia, mood altered and pelvic pain to be related to essure. The reporter commented: the insertion of the device took place without any apparent immediate complications; with one essure device in each fallopian tube. The pain in the hypogastric region radiated to her lumbar region and legs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-mar-2021: a new reporter type (other) has been provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left side essure was embedded') and pelvic pain ('pelvic pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headache"), fatigue ("chronic tiredness"), menorrhagia ("abundant menstrual bleeding") and mood altered ("mood affected"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, lost the fallopian tubes as well as the uterus and essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, abdominal pain, headache, fatigue, menorrhagia and mood altered outcome was unknown. The reporter considered abdominal pain, embedded device, fatigue, headache, menorrhagia, mood altered and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.